Event description:
Boston scientific received information that this patient was hospitalized due to no right ventricular (rv) capture. There was also note that the pacing impedance measurement decreased to 100 ohms, and the pacing threshold measurements increased. A revision procedure will be performed within the near future. Subsequently, additional information was received that a revision procedure was performed. No noise could be seen during pocket manipulation. Biventricular pacing was only obtained when pacing rv output was set to 5.7 volts (v). The capped rv lead was inspected, and it was observed that this lead had good sensing, no noise, and good threshold values. The decision was made to connect the old rv lead for sensing purposes, and cap the sensing portion of this rv lead. Stable measurements were then obtained. No defibrillation threshold testing (dft) was performed due to poor patient condition. There were no adverse patient effects reported.

Manufacturer narrative:
This right ventricular (rv) lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.